Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment of an error code via the log data of the device, and noted that the output connector assembly was broken, two case screws were contaminated, and both display wires were pinched without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) presented with an error code. The epg has been returned for repair. No patient complications have been reported as a result of this event. It was further reported that the returned epg subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis found that the device powered on with no errors. The device was run on the automated test console and all tests passed. Placed in an oven at 70 degrees celsius, no errors observed. Placed in a freezer for an hour, no errors observed. The log was reviewed. An error was observed in the log. Conclusion: could not confirm the reported event, no defect found. The error was observed in the logs, but was not reproducible on the bench. If information is provided in the future, a supplemental report will be issued.